Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and there was impella defective alarms. Three different aics were tried and all three gave the same alarm. The pump was replaced.

Manufacturer narrative:
The investigation for the pump not detected issue has been completed. Impella cp returned for evaluation. Upon visual inspection, dried blood was present on the impeller blade. No biomaterial was present on the returned pump. No blood present in the red handle. Pump was purged and run at p-9 for approximately 6 minutes and no pump stop or alarms occurred. Data logs were reviewed and lt log from field shows that no "impella defective" alarms were triggered. Clinical details noted that pump was experiencing "impella defective" alarms while pump was running and troubleshooting with multiple aics was attempted. The root cause of the pump not detected cannot be definitively determined. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email.